Event description:
Patient was revised to address instability. The pin and clip mechanism were not properly connected, when removing insert pin dropped below the clip.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once is has been completed.